Manufacturer narrative:
Correction is being made to previously submitted g3 - date received by manufacturer. The correct date was 12/25/2025. Additionally corrected fields: d5, g2, h6, h11: the device was not returned to olympus for inspection; therefore, the reported failure was confirmed. Based on the results of the investigation, the foreign material could not be identified. It is likely the result of insufficient reprocessing, however a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No new additional information was provided by the customer.

Manufacturer narrative:
E1 to be continued: (B)(6). The device was returned to olympus for evaluation/inspection. Based on the results of the investigation, the foreign material was identified. It is likely the result of operational problem; however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the gastrointestinal videoscope exhibited residual tissue adhesive remains in the biopsy channel. There were no reports of patient involvement.